Manufacturer narrative:
Internal file number - (B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four perclose proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath prior to an aortic endoprosthesis interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. The suture of a second proglide device was deployed; however, the needles could not connect with the cuff and the suture was not retrieved. Four additional proglide devices were deployed with the same result. The successfully pre-placed suture was removed and hemostasis was achieved via surgical suturing. The physician completed the aortic endoprosthesis procedure via surgical access. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.